Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor anomaly. One sensor broke and another fell off. The customer had no issues with the insertion process but when they tried to remove it the sensor started to retract but did not fully retract and they were unable to remove it. The sensor cannula was still attached and the needle was still half way out. It looked a little bent. The customer's blood glucose level was 185 mg/dl. The customer was advised to return the sensor for analysis.